Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged. The lead was explanted when repositioning was unsuccessful. Patient was in stable condition.